Event description:
It was reported to philips that the device failed the op check for pads/paddles/ECG. There was no patient involvement.

Event description:
It was reported to philips that the device failed the op check for pads/paddles/ECG. There was no patient involvement.